Event description:
Adverse event(s): "grade 3 corneal staining" (no code available), "peripheral infiltrates" (corneal infiltrates), "scarring" (scarring), "reg eye" (red eye(s)) "ebmd [epithelial basement membrane dystrophy]" (no code available), "irregular epithelium" (no code available), "mid-opacities" (no code available), "contact lens related keratitis (keratitis), "tspk [thygeson's superficial punctuate keratopathy]" (no code available). Product problem(s): "not reported" (no information). An optometrist reported a patient experienced grade 3 corneal staining with peripheral infiltrates and red eye following use of this product. The optometrist stated the patient's outcome was "scarring post-infiltrate and ebmd [epithelial basement membrane dystrophy]". He reported he referred the patient to an ophthalmologist who is still following the patient. The optometrist reported the patient discontinued use of the product and has not worn contact lenses since (B) (4) 2009. On (B) (4) 2010, an ophthalmologist reported the consumer was seen on (B) (4) 2009. She stated the consumer has contact lens related keratitis, an irregular epithelium that looks like ebmd [epithelial basement membrane dystrophy], mild-opacities, and tspk [thygeson's superficial punctuate keratopathy]. She reported she recommended the consumer discontinue contact lens use for now and prescribed preservative-free [artificial] tears. The consumer was asked to return for follow-up in two months. It is unknown if the consumer followed up.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via phone on 03/10/2010, 03/12/2010, and 03/18/2010. A questionnaire was received from the optometrist on 02/24/2010. Additional information was received from the ophthalmologist on 03/18/2010. (B) (4). (B) (4).